Event description:
After implantation of an optease retrievable filter in the inferior vena cava, the physician observed that the filter was upside down. While attempting to retrieve the filter, the snare became ¿caught on the barb of the filter and the filter migrated just outside of the right atrium.¿ the patient was transferred to another hospital with open heart capabilities. Before proceeding to remove the filter surgically, a physician made another effort to snare the filter percutaneously and was successful. Therefore, open heart surgery was not required. The patient was reported to be doing fine. The reporter indicated that the access site chosen was the femoral vein. Post filter deployment, upon further inspection of the filter cartridge, the physician noticed that both sides of the cartridge (femoral/jugular) had arrows pointing in the same direction. The device will be returned for analysis.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
On (B)(4) 2013, a quality review board was held to review this event. At this time the decision was made to execute a voluntary recall of the optease ivc filter. This medwatch serves as the required 5-day report. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: after implantation of an optease retrievable filter in the inferior vena cava, the physician observed that the filter was upside down. While attempting to retrieve the filter, the snare became ¿caught on the barb of the filter and the filter migrated just outside of the right atrium¿. The patient was transferred to another hospital where the filter was successfully removed percutaneously. The patient was reported to be recovering well. The reporter indicated that the access site chosen was the femoral vein. Post filter deployment, upon further inspection of the filter cartridge, the physician noticed that both sides of the cartridge (femoral/jugular) had arrows pointing in the same direction. The customer sent a video showing an optease storage filter with the printed instructions incorrectly printed since the jugular (blue arrow) and the femoral (green arrow) are pointing to the same direction. Femoral should be opposite from jugular). The actual filter cartridge was not returned for analysis. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU lists the following steps prior to filter deployment: slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. To restore hemostasis, withdraw the storage tube out of the sheath introducer hemostasis valve. The storage tube can be fixed on the hub-end of the obturator by sliding it over the bump (figure 7a/b). Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer (figure 7a/b). Filter release (or deployment) is performed under continuous fluoroscopy. Prior to releasing the optease® filter from the sheath introducer ensure that: the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and the filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter. Based on the video evidence, the inaccurate labeling of the filter cartridge is related to a manufacturing issue. A risk assessment to address this issue has been conducted and actions have been taken.